Event description:
The pt stated that last week his infusion device "shut down" on him. He stated that there was nothing on the display and the device was not beeping. He stated that he tried new batteries and the infusion device would not respond. The patient switched to his backup infusion device. To troubleshoot, the patient was instructed to press the s button before inserting a new set of batteries and the infusion device went through self-check successfully. The patient was able to connect to the infusion device and bolus properly. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.